Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, anxiety due to recall

Event description:
Patient reported right side "capsular contracture," baker grade iii, and anxiety due to the recall. Also reported "noticed a lump in right breast", "did a biopsy which came back as (B)(6) for breast cancer," and "bii symptoms" which were determined to be not device related. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, weight to the spec, crease fold, wear abrasion, and deformation. After autoclave cycle were observed: cloudy color in the gel and voids. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported capsular contracture baker grade iii, "noticed a lump in right breast", "did a biopsy which came back as positive for breast cancer", "bii symptoms" and anxiety due to the recall. This relates to the left side. Device has been explanted.